Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f terumo sheath. Peri-procedure, the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure when the physician was retracting the sheath. A buddy wire (guide wire) was not used. The device was removed and the patient was converted to approximately 30 minutes of manual compression at which time hemostasis was achieved. The patient was reported as hospitalized for an unrelated and unspecified reason. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 5mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1218101) indicated that the device lot met all established performance criteria prior to shipment.